Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while using the pump for insulin therapy, it took a long time to bring the customer's blood glucose (bg) down. The level of bg was not reported. As the event had occurred in the past, a cause could not be determined. Reportedly, the customer changed out the cartridge/infusion set 4-7 days and the cannula every 3 days. Pump data was reviewed and recently, the customer was changing the cartridge and infusion set every 7 days.